Event description:
It was reported that during the attempted implant procedure for this right atrial lead, it exhibited impedance and helix issues. This lead was removed prior to pocket closure and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, no anomalies. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the attempted implant procedure for this right atrial lead, it exhibited impedance and helix issues. This lead was removed prior to pocket closure and a new lead was successfully implanted. No additional adverse patient effects were reported.